Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. What do you mean by "resulting in the fall of the catheter clip"? Please provide more information * could you please clarify if the patient suffered from any signs or consequences due to the issue? Please provide more information information requested is unknown. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. No product is available for return. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare® active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/parenteral strength ¿ = 275 g/m vicryl this report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a vaginal delivery with lateral episiotomy on (B)(6) 2023 and suture was used. At 18:57 , the patient underwent surgery. At 19:11, the placenta and fetal membrane were delivered completely, and there was no laceration in the perineal incision through the posterior vaginal examination. During the routine suture process, the problem of pulling off suture needle happened , resulting in the fall of the catheter clip, the blood returned in the catheter, the catheter was blocked, and urokinase was used to open the catheter. No reported adverse patient consequences. Additional information has been requested.